Manufacturer narrative:
A medtronic representative went to the site to test the equipment. He noticed the motion relay to be faulty causing the collimators to not initialize. He proceeded with replacing the rotor motion control and motion relay on which the system was functioning normally. He has wire tied the pull-me push-me cables and placed an order for a new one. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The hardware investigation of the returned relay found that the reported event was related to an electrical issue. The relay did not pass bench testing. Testing confirmed that the relay's output pins 1 and 2 were shorted together internally. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect push/pull cable (B)(6) 2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 the site representative replaced the rotor motion controller, however, the problem was not resolved. After replacing the controller, imaging system motions were not getting ready and stayed in scrolling status on the pendant. Still motions are not getting ready. No further issues have been reported.

Event description:
A site representative reported their imaging system was unable to generate x-ray, and there was no specific error message displayed. In trouble-shooting, the site representative inspected the imaging system and found that the collimator was not initializing upon power-up. The site representative deemed it likely the motion rotor controller was the issue and requested a replacement. Also determined the pull-me-push-me cable assembly was broken and loose inside the rotor. No further details regarding the damage, or how it may have occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect motion control box was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the source, detector and other components were disabled. The testing was able to confirm the reported issue. The issue is linked to an electrical failure due to an amp malfunction.